Manufacturer narrative:
(B)(4). This reported problem of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of patient made mistake/touch contamination and peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. Treatment included unspecified ip ampicillin. Peritonitis is recovering. Patient made mistake/touch contamination.